Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a anti-embolism stocking. The customer reports the pt was submitted to neuro surgery because she has a meningeal tumor. The surgery took approx 9 hours counting time of anesthesia induction. As prophylaxis, anti-embolism stockings and intermittent pneumatic compression system were used. The pt was subsequently transferred to the intensive care unit, post-operative the pt inferred inability of the left foot movement, the pt is assessed by the treating physician who reports a possible neuropraxia of the peroneal nerve or popliteal sciatic left.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.